Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 325 mg/dl and a bolus via the pump was delivered to address the bg level. The customer did not know the cause of the high bg. A pump system check was performed and no device issues were identified. The customer was to change out the infusion set site at a later time.